Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post implant the recovery room nurse noted that there was failure to capture by the lead. Immediate surgical re positioning of the lead was performed and the lead remains in use. No patient complications have been reported as a result of this event.